Event description:
The customer reported obtaining erroneously low white blood cell (wbc) and hemoglobin (hgb) results for a patient involving the lh 500 hematology analyzer. The customer repeated the samples on the original instrument and higher wbc and hgb results were obtained. The customer indicated that the initial run generated operator-defined hemoglobin and hematocrit (h & h) check failed messages and low (l) flagging, but no instrument-generated flagging. No erroneous results were reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. Review of the provided data indicated that the red blood cell (rbc), hematocrit (hct), mean corpuscular hemoglobin (mch), mean corpuscular hemoglobin concentration (mchc), and platelet (plt) were erroneously low for the initial run in addition to the wbc and hgb results reported. The rerun results were reported as correct based on the slide morphology and differential performed. Both the initial and rerun samples were processed in the manual mode. Beckman coulter field service engineer (fse) was dispatched and noted that the customer runs most microtainers in auto mode. The open vial mode (or manual mode) does not normally get used and is inactive for long periods of time which can cause a slight de-priming of the manual aspiration pump. The customer has made a "primer run" mandatory when the open vial mode is used and has not had any other sample issues. While evaluating the instrument, the customer had also stated that the probe drips fluid. The fse did not find a drip but found some residual rinse fluid on the exterior of the manual sample probe. The fse proceeded to replace the open vial mode pinch valve actuator (pv25), re-tubed the probe wipe pinch valve (pv49), and replaced the red stripe vacuum tubing from the probe whipe block to the choke valve. Repairs were then verified per established procedures and results met published specifications.

Manufacturer narrative:
Results: de-priming of manual aspiration pump due to minimal usage.

Event description:
Raw data analysis was performed and indicated that the provided raw data counts and histograms for both the white blood cell (wbc) and the red blood cell (rbc) parameters behaved normally.

Manufacturer narrative:
Method: raw data analysis.